Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experience several inappropriate shocks due to t wave oversensing. It was noted that during the first device follow up this device continued to chose the alternate vector with a message of too low r wave amplitudes, while the other two vector were not suitable for programming due to the qrs/t ratio being too low. It was also noted that this patient had a congenital heart defect. An inquiry regarding vector configuration for this device was requested from technical service (ts). Ts confirmed that the patient received several inappropriate shocks while the device was programmed in the alternate vector with the smartpass off due to t wave oversensing. Ts noted that smartpass was deactivated in presence of low r wave amplitudes followed by signal undersensing and background noise/oversensing. Ts noted that the patient could exposed to inappropriate therapy and undersensing of tachycardia events in the currently programmed sensing vector. Ts discussed performing an evaluation of sensing in the primary and secondary vector to better define a stable r wave amplitude across postures to maintain smartpass active and provide appropriate sensing. The device remains implanted. Additional information noted that the system was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient experience several inappropriate shocks due to t wave oversensing. It was noted that during the first device follow up this device continued to chose the alternate vector with a message of too low r wave amplitudes, while the other two vector were not suitable for programming due to the qrs/t ratio being too low. It was also noted that this patient had a congenital heart defect. An inquiry regarding vector configuration for this device was requested from technical service (ts). Ts confirmed that the patient received several inappropriate shocks while the device was programmed in the alternate vector with the smartpass off due to t wave oversensing. Ts noted that smartpass was deactivated in presence of low r wave amplitudes followed by signal undersensing and background noise/oversensing. Ts noted that the patient could exposed to inappropriate therapy and undersensing of tachycardia events in the currently programmed sensing vector. Ts discussed performing an evaluation of sensing in the primary and secondary vector to better define a stable r wave amplitude across postures to maintain smartpass active and provide appropriate sensing. The device remains implanted. No adverse patient effects were reported. Additional information is pending and will be provided in the final report.